Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted. The device was not returned for analysis; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of 'known inherent risk of device'.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited t wave oversensing. Technical services (ts) was consulted by the field representative for reprogramming options and recommended to increase the sensitivity on the right ventricular channel. Ts suggested to complete a defibrillation threshold test after adjusting the sensitivity and noted that the patient was hospitalized for unrelated issues, but sensing on the presenting electrogram appeared appropriate. No adverse patient effects were reported. This ICD remains in service.